Event description:
It was reported that this unknown right ventricular (rv) lead exhibited noise oversensing, and the physician reached out to technical services (ts) for advice. At the moment, the physician would prefer to disable therapies (and program left ventricular lead only) to avoid possible pacing inhibition in this patient with complete av block and pacemaker dependency. No adverse patient effects were reported. This lead remains in service.